Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump cracked on the battery compartment and pump battery lasts less than expected. Troubleshooting was performed. Customer confirmed that the retainer ring was not damaged. Customer also confirmed that the reservoir and infusion set does not showed any signs of damage. Customer was advised that the pump will be replaced. No harm requiring medical intervention was reported. The device will be returned for failure analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. On 30-jan-2021 the customer alleged for replace battery now and low battery alarms and cosmetic damage on the belt clip, screen and battery compartment. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with minor scratched lcd window, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, pillowing keypad overlay, keypad overlay texture damage, end cap address label fading and missing display window cover identified during the visual inspection. Unable to verify belt clip damage due to pump received without the original belt clip. No damage on the belt clip rails noted. The test belt clip fits and removes properly in the belt clip rails noted. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on 01/24/2023 at 19:42:00.000, 01/26/2023 at 13:52:00.000, 01/28/2023 at 16:20:00.000 and 01/30/2023 at 17:40:00.000. Replace battery alert on 01/26/2023 at 17:23:00.000, 17:33:00.000 and 19:23:00.000, replace battery now alarm on 01/26/2023 at 17:54:00.000,18:04:00.000 and 18:41:46.000, power loss alarm on 01/26/2023 at 18:42:00.000. Failed batt/battery failed alarm on 01/24/2023 at 20:35:06.000 and 20:35:53.000. Pump passed self test, active current measurement and displacement test. However, pump received with a high sleep current measurement. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Swapping out test boards confirms high sleep current measurement is isolated to pcba 1. Customer alleged for replace battery now and low battery alarm in the pump history and high sleep current measurement was confirmed, problem isolated to the pcba 1. Cosmetic damage was confirmed at lcd window, case corner of the belt clip rails near the battery compartment, and battery tube threads. Unable to verify belt clip damage due to pump received without the original belt clip. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.